Event description:
It was reported that a large volume intermate was missing its luer cap. The step of setup or therapy during which this was noticed is unknown. However, during follow-up, the reporter stated that there was no patient injury or medical intervention associated with this event, indicating that a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 17, 2012 to august 20, 2012. Evaluation summary: baxter received the unit for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening. A defective product was unable to be verified. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.